Event description:
Probe was reading a lower temp of the infant (33.8) which was causing the overhead warmer to put out 100% heat. Probe was replaced and read 36.0 which was more accurate. Prior shift was having problems with infant temp on the probe so they had removed it and switched to manual mode...but the baby needed more controlled temp so we had to put baby back on probe and realized it was defective. No injury to patient.

Manufacturer narrative:
The following elements have blank data unique device identifier (UDI): for type of device: temperature probe.

Event description:
Probe was reading a lower temp of the infant (33.8) which was causing the overhead warmer to put out 100% heat. Probe was replaced and read 36.0 which was more accurate. Prior shift was having problems with infant temp on the probe so they had removed it and switched to manual mode...but the baby needed more controlled temp so we had to put baby back on probe and realized it was defective. No injury to patient.